Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that pump stoppages occurred when the system was connected to the power module patient cable at the clinic. Damage to the driveline was suspected by the lvad clinicians. The patient was asymptomatic. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the evaluation of the pump confirmed percutaneous lead wire damage that would have contributed to the reported pump stoppages. Examination of the pump's blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead was cut approximately 7.5 inches from the pump housing and the remainder of the percutaneous lead was not returned. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the proximal approximately 4 inches of the returned lead segment extending from the pump housing. Microscopic inspection of the underlying wires revealed breaches in the yellow, orange, and black wire insulation at approximately 3.5¿ from the nipple of the pump housing, exposing the inner metal conductors. Hipot testing of the lead segment identified an additional breach in the yellow wire insulation at approximately 1.5 inch from the nipple of the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of either of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events captured in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.